Manufacturer narrative:
A hardware analysis of casepart-282215 was initiated to determine the probable cause of the issue. Analysis found that the returned clamp was to be in good condition. Was able to turn the adjustment screw by hand without issue. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site due to canadian law. The instrument was not returned, so no analysis was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and delayed the surgery by 7 minutes. It was reported that the site had an issue with the tall spinous process clamp. As the surgeons were tightening the clamp, the threads seemed to cross-thread and now do not seamlessly tighten/loosen as the clamp should. The medtronic representative (mr) reported that after the surgeons suggested the clamp was ¿faulty¿ they continued to go ahead and use it. The mr instructed them to pinch the spinous clamp closed while they tightened the t-handle. There was just a ¿grinding¿ kind of feeling to the threads as they tightened. After the procedure, the mr did inspect the spinous clamp and did see some obstructions within the threads that did seem metallic in nature. The mr reported that the clamp was still functional but does have a slight grinding feel to the rotation ¿ suspecting that its from damaged threads. The surgery was completed with navigation and there was no impact on patient outcome.